Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant, the threshold was always high. The ra lead position was changed several times and it did not decline after waiting for a period of time for retesting. The ra lead was removed and replaced with a different lead, and thresholds were acceptable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was also reported via regulatory report# 2182208-2018-01744. All subsequent information regarding this incident will be reported via this event (e.g. Regulatory report# 3008973940-2018-01957). If information is provided in the future, a supplemental report will be issued.